Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of issues with their infusion set squirting out insulin. The customer's blood glucose level at the time of incident was 336mg/dl. The customer states that insulin continues to drip after the motor stops during the manual prime process. Troubleshoot was conducted. The customer states the drive support cap was sticking out. The customer states the device was dropped months ago, but issues just arose. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis. The customer is being sent continuation of therapy pump, but declined to return original pump at this time.